Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs)instrument orange part was noted to be loose. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tube extension was cracked with a piece sticking out at the proximal clevis interface. Engineering concluded that the tube extension likely broke due to excessive side loading or other mishandling. The instrument passed electrical continuity testing. Engineering also found a hairline cracked at the distal end of the main tube. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.